Event description:
Drainage from surgical incision one month post repair of massive rotator cuff rupture, with orthadapt augmentation. Approx six weeks post repair, an arthroscopic procedure was performed; at that time the graft was noted to be torn, and a loose suture was present. The cuff was intact.

Manufacturer narrative:
The product was not returned to the MFR for eval. As a result testing could not be performed. Cause of the event is unk at this time. Additional info was requested from the physician; however, no additional info was provided at the time of this report. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.